Manufacturer narrative:
The customer was contacted multiple times for further details, but no response appears to be forthcoming at this time; refer to the communications log. The device has not been returned to stryker for evaluation and therefore, the reported issue could not be verified and the root cause of the reported issue could not be determined.

Event description:
A customer contacted stryker to report that their device would not sense the electrodes being connected to the patient. As a result, defibrillation therapy would not be available if needed. There were no reports of adverse effects to the patient as a result of the reported event.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient and serial number of the device. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device would not sense the electrodes being connected to the patient. As a result, defibrillation therapy would not be available if needed. There were no reports of adverse effects to the patient as a result of the reported event.